Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568 implantable pacing lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the clinic with increased right ventricular lead pacing threshold and loss of capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.